Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.

Event description:
It was reported that the device gives too low spo2 values compared to the simulator. There was no known impact or consequence to the pt.